Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, loose drive support cap, damage (physical or cosmetic), battery cap cracked/damaged. The customer reported blood glucose value of 200 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-332a, mmt-723rnas, mmt-399a. Troubleshooting was performed. Customer reported that drive support cap is protruded/loose/sticking out or flush instead of slightly indented. Customer also reported other pump damage. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Customer reported high bgs. No further patient complications were reported. No product return is required for mmt-332a. Mmt-723rnas was requested and customer response was the device will be returned. No product return is required for mmt-399a.

Manufacturer narrative:
Pump passed the displacement test and rewind test. However, unit received with motor error alarm during the basic occlusion test. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to loose/protruded support disk. Pump history download using thds was successful. However, there is no data available on (22-sep-2024), unable to perform data analysis for no motor error alarm complaint. The following were noted during visual inspection: stripped battery cap coin slot(p), cracked belt clip slot, broken battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. In conclusion, loose drive support disk was confirmed. However, no broken off battery cap contact noted during visual inspection. The original battery cap had a stripped battery at the coin slot. The pump was received with a completed broken off battery tube threads. The original battery cap cannot remain in place due to the completed broken off battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.